Manufacturer narrative:
Follow-up report #1: 08/23/2016. Device evaluation of monitor sn (B)(4) has been completed. The cause for the pulse test failure was isolated to oxidation on inter-pca connector pins. The oxidation build-up on the connectors increased the resistance, causing the pulse test failure. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor failed incoming functionality testing. Root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor to report that it failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor failed incoming functionality testing. Root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor to report that it failed incoming functionality testing.